Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously low white blood count (wbc), hemoglobin (hgb), red blood count (rbc), and platelet (plt) results for a single patient generated on two (2) different coulter lh 750 hematology analyzers (serial number (B)(4) and (B)(4)), in both the closed and open vial mode, and on two (2) different days ((B)(6) 2013 and (B)(6) 2013). This report documents the results obtained on (B)(6) 2013 using the lh 750 serial number (B)(4) instrument. The results were flagged with an operator defined "pancytopenia" message and suspect messages for the differential parameters. The erroneous results were reported out of the laboratory because the customer indicated that the manual review results matched the lh750 (serial number (B)(4)) results and the results obtained from the second lh 750 instrument (serial number (B)(4)). The physician questioned the results and the patient was sent to the emergency room (ER) for additional testing. The ER redrew a new sample and recovered normal results which were considered correct. The correct rerun results from the ER are not available for further review. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The samples are collected in 5 ml edta purple top tubes and analyzed within 6 hours from receipt. Centrifugation information was not provided by the customer. The customer reported that no clotting was observed in the samples. Quality control (qc) was ran prior to and after the event and recovered within assay precision claims. A bec field service engineer (fse) was dispatched to evaluate the lh 750 instrument (serial number (B)(4)). The fse indicated that the instrument has been operating with no issues since this event occurred. The fse inspected the wbc and rbc assembly and performed a verification inspection procedure (vip). The fse also ran qc controls and all passed. Reproducibility was performed with results within specifications. The fse also ran several samples to test further, with no issues with data results. The second lh750 instrument (serial number (B)(4)) was not verified at the time of this event. A definitive failure was not identified for this event. Per labeling, the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message. MDR 1061932-2013-02216 is associated with this report and documents the similar event that occurred on (B)(6) 2013 using the lh 750 serial number (B)(4) instrument.